Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had stuck button and insulin flow block alarm. The customer¿s blood glucose was 119 mg/dl. Troubleshooting was done for further issue. Customer reported that he solved the insulin flow block alarm. Customer reported that they were unable to enter auto basal. Customer stated that his sensor did not work. The insulin pump will not be returned for analysis.